Event description:
A customer reported that when wearing crosstex ultra face masks, they experienced eye redness and skin burning under the mask.

Manufacturer narrative:
Crosstex received a report that a customer experienced eye redness and skin burning when wearing crosstex ultra face masks. Crosstex followed up with the facility in which this occurred, but was not able to make contact with the end user. There are no details regarding lasting symptoms or current condition of the end user. There have been no other reports of reactions to this mask at the dental facility. The facility did not identify the lot number nor return product for quality analysis.